Event description:
It was reported, "we had a patient that we put a line in june was being used at the (B)(6) hospital. Had phone call saying that the line was blocked so it was removed. When they removed line there was a split in the line between the 11cm and 12cm markers."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample and the markings were worn. A needleless injection cap was attached to the luer adapter. A permanent kink impression was observed between the 11cm and 12cm depth markings. A circumferentially aligned split was observed within the kinked region. Microscopic inspection of the split revealed a granular fracture surface. Material wear and discoloration were observed in the vicinity of the split. The split characteristics were consistent with material failure due to flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage and mechanical factors may gradually form a crack in the catheter. A lot history review (lhr) of redx4346 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx4346 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported, "we had a patient that we put a line in june was being used at the (B)(6) hospital. Had phone call saying that the line was blocked so it was removed. When they removed line there was a split in the line between the 11 cm and 12 cm markers."